Event description:
The customer contacted olympus to report an event where a foreign object entered a patient and prophylactic antibiotics were given to preclude a potential infection. During a therapeutic colonoscopy, a foreign object was found lodged approximately 15 cm within the colonovideoscope biopsy channel. The foreign object initially prevented the deployment of a clip. The proceduralist introduced a brush to the biopsy channel because of the blockage, the foreign object (haemostasis clip) was pushed out of the scope, and landed in the patient. The foreign object was removed from the patient and a second clip was successfully applied to the area of the intended lesion. The procedure was completed and no additional consequences to the patient were reported. The customer reported all appropriate reprocessing steps were taken, including brushing the scope. After the subject device had been successfully used on a patient for a procedure in which the identified clip had been used and no issues were identified, the subject scope was reportedly used on three (3) patients. The clip was an 11mm or 16mm micro-tech lockado repositionable haemostatic clipping device. The clip was suspected to be lodged in the channel for these three (3) patients for which separate medwatch reports are being submitted: patient identifier (B)(6) (this report) is being submitted for patient 3 of 3 where the foreign object was pushed out of the biopsy channel, retrieved from the patient, and antibiotics were administered to preclude infection. Patient identifier (B)(6) is being submitted for patient 2 of 3 where the foreign object was suspected of being lodged in the scope biopsy channel and used for a procedure. Patient identifier (B)(6) is being submitted for patient 1 of 3 where the foreign object was suspected of being lodged in the scope biopsy channel and used for a procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center found the bending angle did not meet specification due to wear of the angle wire, and the bending section adhesive was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental is being submitted to correct because customer follow-up revealed this report was associated with another report, making this report a device malfunction rather than an adverse event. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections updated and corrected include:there are no concomitant devices). Based on the results of the investigation for patient identifier (B)(6), the clip was a non-olympus clip and it became detached in the biopsy channel due to a failure of the non-olympus clip or because use of the clip deviated from the instructions for use (IFU). As a result, hemostasis was delayed (unable to deploy clip initially) and the clip did not release from the device as intended. However for event 3 of 4, there was no evidence that clogging of clips actually occurred. The user reported they reprocessed the device appropriately including brushing after all procedures, so it is also possible the clip was not clogged within the biopsy channel when the procedure reported by this complaint was performed. The user can properly detect the suggested events by handling the device in accordance with the following IFU statement: "insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ there is a possibility that the user can properly reduce/prevent occurrence of the suggested events by handling the device in accordance with the following IFU statement: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. "Combination equipment - be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. "Inspection of ancillary equipment - inspect the following equipment as described in their respective instruction manuals. (Endo therapy accessories etc.)" "When inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." "If insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury." "Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report the subject colonovideoscope was used during a colonoscopy, and a foreign object (micro-tech lockado repositionable haemostatic clipping device) was suspected to be lodged in the biopsy channel. There was no report of patient harm or infection. The customer reported all appropriate reprocessing steps were taken, including brushing the scope. The scope was used on four (4) patients while the foreign object was suspected of being lodged in the channel: patient identifier (B)(6) is being submitted for patient 4 of 4 where the foreign object was pushed out of the biopsy channel, retrieved from the patient, and antibiotics were administered to preclude infection. Patient identifier (B)(6) is being submitted for patient 3 of 4 where the foreign object was suspected of being lodged in the scope biopsy channel and used for a procedure. Patient identifier (B)(6) is being submitted for patient 2 of 4 where the foreign object was suspected of being lodged in the scope biopsy channel and used for a procedure. Patient identifier (B)(6) is being submitted for patient 1 of 4 where the foreign object was suspected of being lodged in the scope biopsy channel and used for a procedure.

Manufacturer narrative:
Olympus obtained additional information regarding the suggested event: ·no manual cleaning was performed with subsequent procedures until the case when the clip was discovered. ·manual cleaning was only performed on the first procedure where the clip was used and the last procedure where the clip fell out. ·according to the user procedure of reprocessing, manual cleaning was performed after poor preparation or clip deployments. ·the user conducted reprocessing in accordance with their procedure of reprocessing. In addition to previously reported causes, it is also likely the user's procedure of reprocessing differs from olympus instructions for use (IFU). The user could have removed the clip during reprocessing and could have avoided use of the scope in the state by conducting reprocessing in accordance with IFU.